Event description:
It was reported the patient presented for implant procedure. During surgery the ventricular Leadless Pacemaker (vLP) exhibited low R-wave amplitude sensing after fixation. The vLP was removed for inspection, tissue was removed from the helix, and successfully implanted. During implant of the atrial Leadless Pacemaker (aLP), the deflection lever on the delivery catheter was released and the catheter moved prematurely requiring slight deflection and slack to complete the implant. Post-procedure, cardiac tamponade was confirmed via echocardiogram and pericardial drainage was performed. The patient was in stable condition.